Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: health care professional instructions. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported during injection with one syringe of juvéderm® ultra plus xc had the "needle pop off" and "all the product came out." Patient contact was made, but no injury to patient, staff, or injector. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed.

Event description:
Healthcare professional noted that the injected product was actually juvéderm® ultra xc.